Event description:
Event description guidant received information that following the implant procedure, the implantable cardioverter defibrillator (ICD) could not convert the patient with maximum energy shocks. A fluoro of the implant site confirmed the lead had not migrated.